Event description:
The complainant reported that during preparation of the catheterization laboratory, an automated impella controller (aic) displayed a yellow controller error upon power-up, instructing staff to use a backup controller. The aic was subsequently powered off, and a backup controller was prepared for the upcoming clinical procedure. The issue was identified prior to patient use, and no patient was involved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was provided therefore b3 and d9 were updated.